Event description:
On (B)(6) 2025, the user reported hyperglycemia with the highest blood glucose of 400 mg/dl while receiving an ¿unable to proceed¿ alert. The user was unable to rewind and administered a manual insulin dose while disconnected. A firmware update was completed with support, and insulin delivery resumed after reconnection. No symptoms were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.